Event description:
Customer reported erroneous high glucose results generated by the au680 clinical chemistry analyzer on multiple veterinary samples. The results were reported out of the laboratory. There was no report of medical intervention or change of treatment associated with this event. Customer stated that control (qc) recovery demonstrated erroneous high glucose results with the initial qc panel testing. Repeat of glucose qc individually would provide results within the facility ranges and sample testing proceeded. The customer made no indication of result flagging or analyzer alarms for this event. Amended reports were issued.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched. Contamination avoidance parameter settings were implemented between glucose and the creatine kinase assays. Although the cause of the event is unknown, replacement of the r2 reagent syringe, reseating the r1 reagent syringe, and programming of the contamination avoidance parameters between the creatinine kinase assay and glucose assay resolved the issue. The programmed contamination avoidance parameters, being used in an "as needed" troubleshooting step, provides additional system washing which mitigates reagent carryover. The actions performed to resolve the issue suggests the potential for insufficient washing of the system although the cause of the insufficient washing is unknown. (B)(4). All associated mdrs: 9612296-2015-00006 and 9612296-2015-00007.

Manufacturer narrative:
Correction: sample #3: glucose repeat result = 105 mg/dl. (B)(4).